Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The device was implanted in the year 2012. The exact date is unknown. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. The patient was hospitalized and subsequently died one day later. Cause of death is unknown. No additional information was received.